Event description:
(B) (4) clinical study.same patient as MFR report #: 2134265-2008-04448it was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis.the index procedure treated the de novo, 90% stenosed, 3.0x20mm lesion of the mid rca (right coronary artery). Treatment consisted of predilation using a 2.5x15mm balloon at 10atm, placement of a 2.5x16mm taxus express2 stent at 10atm, and post dilation using a 2.5x15mm balloon at 12atm resulting in 0% residual stenosis. The procedure was completed without problems and the patient was discharged three days later. At the one month study follow up there were no problems noted.the patient returned in (B) (6) 2009 and in-stent restenosis was found. The 3.0x40mm, 75% stenosis of the mid rca was located within another manufacturer's previously placed stent which was within the study taxus express2 stent. Treatment consisted of placement of another manufacturer's drug eluting stent. The event was resolved the next day.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).